Event description:
Adverse event(s): "poor distance vision" (vision, impaired). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A surgeon reported a pt with poor distance vision following bilateral intraocular lens (iol) implant surgeries. He reported that the pt has very small pupils, and that near vision is "very good" but distance va is 20/40. Additional info has been requested. There are two medical device reports associated with this event. This report is for the first eye.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional info was requested on 05/18/2010, 05/19/2010, and 06/01/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).